Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the hub, hypotube and proximal shaft of a quantum maverick balloon catheter. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 107.8cm from the hub. The fractured/separated end of the distal shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft, balloon and tip were not returned for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 20-jul-2018. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.